Manufacturer narrative:
Investigation findings: the device was received for evaluation with the detached portion. A visual examination of this suture hook found the needle tip broken off of the instrument and the tube bent. This failure mode remains under investigation. This is a limited reuse instrument. The outer tube is bent, indicating stress to the outer tube. The instructions for use (IFU) supplied with this device cautions the user: avoid lateral stresses to the instruments or device function may be compromised and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
During a rotator cuff repair the suture hook tip broke off inside the surgical site and was retrieved. There was no injury or surgical delay.